Event description:
It was reported that the catheter was inserted into the femoral vein. During the swg removal, the swg unraveled. As a result of the event, the swg and catheter were removed and another catheter was successfully inserted. There was no consequence or injury reported for the pt.

Manufacturer narrative:
(B)(4).